Manufacturer narrative:
The customer did not return the product for evaluation. Since the lot # of the affected test strip was not provided, laboratory testing could not be performed using the in-house test strips. A device history record was reviewed for the affected contour next link 2.4 meter and no manufacturing anomalies were found.

Event description:
The customer reported that she was experiencing symptoms such as vomiting and lethargy. She went to the hospital, where blood glucose tests were performed on the customer's contour next link 2.4 meter and hospital's meter producing readings of 254 mg/dl and 487 mg/dl respectively. The customer stated that she was also experiencing shortness of breath and excessive thirst, and symptoms of ketoacidosis. The customer was hospitalized for 3 days, where she received intravenous insulin as treatment. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.